Event description:
A malfunction alarm with the code "malf 12" occurred, and it was reported that the customer experienced this issue at least three times with the same pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.